Manufacturer narrative:
( Device b): other# = c5dl6d-batch #; exp date = 02/2011. MFR date: 03/2006. Eval summary: device a was returned in good visual condition and loaded with an unfired cartridge that was in good visual condition and with the lockout in the normal condition. No fucntional test could be performed as the firing mechanism was damaged. When dissassembled, all firing trigger teeth were damaged. The returned cartridge was tested for functionality with a test device and it fired conforming. Device b was returned in good visual condition and loaded with a 1/3 partially fired cartridge that had the lockout tab damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. It resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." When tested for functionality with a test cartridge, the device fired conforming. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy procedure, the device fired part-way, jammed and was unable to open. Pulled handles apart with force to open. Second device jammed and had to be opened in a manner similar to the first. Third device also jammed. There was no patient consequence reported.